Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 52 mg/dl, treated with soda, followed by a rise to 199 mg/dl; education was provided regarding avoiding overcorrection by using a specific carbohydrate amount. Symptoms included shaking/tremors, sweating, and confusion/disorientation consistent with hypoglycemia, and transient hyperglycemia occurred afterward. Outcomes included no serious injury or long-term impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed insufficient information to identify a device-related problem or component involvement, and no specific findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.